Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that the pump turned off while infusing levophed. The patient had previous blood pressure issues and as a result of the event the blood pressure dropped. The customer viewed their epic data which showed the infusion was paused, but the user stated she had not paused it. Although requested, no further details have been provided. There was no report of lasting harm.